Manufacturer narrative:
Device evaluated by MFR: a syringe and a coil were returned for analysis. The coil was found to be stretched and kinked with blood on the fiber bundles of the coil. The interlocking arm of the coil was broken off. A microscopic examination revealed that the coil zap tip shape and surface was smooth. The number of fiber bundles were below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the blood on the fiber bundles of the coil indicates the flush maintained for the procedure was not sufficient for the successful deployment of the coil. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil was unable to be introduced. A 6mm x 20cm f-idc 2d coil was selected for an embolization procedure. During the procedure, the physician was unable to introduce the coil into the renegade stc microcatheter. The procedure was completed with a different size coil. No patient complications were reported. However, device analysis revealed missing fiber bundles and the interlocking arm was detached.